Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was ¿high¿; a specific value was not provided, the customer required assistance due to bg level and was administered a manual injection to address bg. The customer changed supplies and resumed insulin therapy.